Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# product type programmer, patient product ID 97755 product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt rep mentioned that pt has not used implant over several years and have lost external equipment. When agent asked for clarification, pt stated that implant was helping with their pain but one time pt was trying to recharge and the implant shocked them a very strong shock. Pt stated they stopped using the implant after that incident. Pt stated they reported information to mdt rep who stated they could fix issue for the pt but never followed up on it. Pt rep stated that pt back has been really bad and that they may need surgery. Pt rep stated pt needed an MRI to see if the surgery is needed but pt needed to charge equipment first. Pt rep stated pt had misplaced their recharger and controller due to moving houses. Agent sent email to repair to replace recharger and ac power supply. Agent warm transferred pt rep to summed to replace controller. Pt rep and pt could not give an accurate date of when the issue happened and stated maybe several years ago.

Event description:
Additional information was received from the patient rep asking if the pt needs to use battery pack or aa batteries. It was reviewed that they must use battery pack to charge ins. They again stated that pt needs to have an MRI but hasnt charged in a long time. They are going to charge controller and will then charge ins. Reviewed how to start prm. Emailed prs to have a new ID card sent to pt. Emailed pt with general information.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot#/serial# unknown, product type programmer, patient product ID 97755 lot#/serial# unknown, product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.